Event description:
The account alleged the bed's right head siderail will not stay up.

Manufacturer narrative:
The tech found the weldment at the siderail frame where the latch block slides came off. He replaced the right head siderail frame assembly to repair the bed.